Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was built and released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Review of the manufacturing process did not identify any manufacturing activities that may have contributed to the event. There are 100% inspection activities specifically related to the opening of the white silicone valve (contained inside the aiv) prior to use in manufacturing. Additionally, there is downstream testing performed on the assembled manifold which would have identified any functional defects associated with the aiv during manufacturing. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the infusion line stopped infusing during a retina procedure. The infusion was turned off and back on multiple times to no avail. The surgeon was able to maintain the eye after it collapsed manually with balanced salt solution (bss) and valve trocars were used which also helped to maintain the eye. The surgeon "blew out the last bit of hose at the connection point with a syringe" and it still did not want to run. The product was replaced with another one and the procedure was completed.